Event description:
It was reported that damage to bag accessories. Question 1: please indicate when the malfunction occurred. (E.g., before opening the product, after opening the product, during pre-testing, during use, x hours/x days after use) answer 1: during use question 2: please provide details of the malfunction. Answer 2: the valve on the urine collection bag used for an outpatient since may 12 broke. Question 3: please provide the lot number of the product in question. Answer 3: unknown.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.